Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp was placed during cardiopulmonary resuscitation (CPR) and return of spontaneous circulation was achieved after impella support was started. It was reported while on impella cp support, the impella had flows lower than expected with suction alarms. The impella p level was decreased to break the suction issues. It was reported the patient experienced bleeding and noted the patient's hemoglobin and hematocrit dropped and had low arterial and venous saturations. The patient began coding again and CPR and defibrillations were required to resolve. The medical team was again unable to increase impella flows needed to support the patient due to suction alarms. A rapid blood transfusion was requested, but ultimately it was decided that there would be no further escalation of therapy due to the patient's active bleed and unknown neurological status. The patient expired while on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.